Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was no problem with the bone fixation and the surgeon confirmed by x-ray that there are no pieces left in the patient. Patient outcome is reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.118.516ts. Lot # 9l43589. Manufacturing site: werk selzach. Release to warehouse date: 27 may 2022. Expiration date: 01 may 2027. Supplier: (B)(4). Non-sterile part # 04.118.516. Non-sterile lot # 752p825. Manufacturing site: werk selzach. Release to warehouse date: 31 march 2022. Supplier: (B)(4). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the head of lwprof metaphys compres scr ã¸2.7 self-ta, p/n: 04.118.516ts, lot: 9l43589, broke off. The broken fragment was returned for evaluation. No other problem identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lwprof metaphys compres scr ã¸2.7 self-ta, p/n: 04.118.516ts, lot: 9l43589 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation with the screw for the right clavicle diaphyseal fracture. When the surgeon fixed the screw with the screwdriver, it was broken off just below the screw head. The surgeon loosened the first screw, the second screw for the plate fixation. The plate was shifted, the broken screw was removed with pliers and was replaced with a cortical screw. Procedure was completed successfully with thirty(30) minutes of surgical delay. No further information is available. This report is for one (1) lwprof metaphys compares scr ã¸2.7 self-ta. This is report 1 of 1 for complaint (B)(4).